Manufacturer narrative:
(B)(4). The device was manufactured in 1999. The homechoice device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. Visual and functional tests were performed and met product specifications related to the reported problem. Full functional testing, electrical testing, calibration and simulated therapy were performed with no issues noted. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown alarm occurred on the homechoice device during peritoneal dialysis therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.